Event description:
It was reported that the balloon was successfully used to declot a loop graft in the forearm. However, when the physician attempted to remove the balloon catheter through the 7f sheath, the balloon could not be removed. The physician tried several times, and confirmed that the balloon had been completely deflated, but allegedly, the balloon catheter was unable to be removed. The physician decided to remove the balloon catheter and the sheath as a single unit. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the evaluation is currently underway.